Event description:
Reporter alleged blood glucose measured 124 mg/dl; however customer did not feel good so paramedics were calledf where their meter read 44 mg/dl five minutes later. It was stated customer was treated with a glucose IV until glucose reached 130 mg/dl before paramedics left customer. No other actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.